Event description:
During the pipeline procedure, it was reported that the pipeline became kinked in the middle and the distal tip coil sheared off. A second pipeline was deployed to pin the distal tip coil to the vessel wall.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline and broken distal tip coil remained in the patient and the pushwire was discarded.(B)(4).